Manufacturer narrative:
The device was received for evaluation. During visual review, the device had a burnt power supply tip as a burn mark on prong of alternating current (ac) adaptor. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ac adaptor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a burnt power supply tip. The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.